Event description:
Mesh was being placed in the patient. The laparoscopic tacker was placed into the patient and fired, but there was resistance and it got stuck closed. The surgeon was able to force it open but then it would not fire again. This was the first 'fire' on this tacker.